Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pace dependent patient presented in clinic for routine device check. Upon interrogation, the right ventricular lead exhibited noise episodes. Noise was reproducible with isometric testing. The lead was reprogrammed. The patient was in stable condition.